Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, it was exchanged approximately one month later due to a residual refractive error. The replacement lens was a similar model but one diopter difference in power. Additional information was requested.